Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system controller and user interface pcb assemblies and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device does not complete the boot up cycle. Without being able to complete the boot up process, the device would not be usable on a patient, if needed. There was no report of any patient use associated with the reported issue.